Event description:
It was reported the customer was hospitalized for low blood glucose. The details of the hospitalization was not provided. The customer stated they would experience high blood glucose for a few days, then experience low blood glucose for three days after. The customer declined to troubleshoot for their blood glucose. Customer treated their blood glucose with food and the insulin pump. Customer's blood glucose was 148 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.